Event description:
It was reported that the insulin alarmed motor error. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a protruded and loose drive support disk. The occlusion, prime, and excessive no delivery alarm tests could not be performed due to the motor error alarm. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.